Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker. The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. No motor error alarm noted. The motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test and displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received motor error alarm. Customer's blood glucose was unknown. During troubleshooting, customer reported that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.